Event description:
Later, surgery was conducted. The high impedance was resolved with re-insertion of the lead pin. The surgeon was provided a subsequent training in regards to this incomplete pin insertion condition. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient recently had generator replacement has high impedance, he said it was over 10,000 ohms. X-rays were taken and provided to the manufacturer for review. After x-ray review, the lead pin was noted to not be fully inserted into the generator header. This was determined to be the likely cause of the high impedance event. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.